Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. The following day the patient suffered a myocardial infarction (mi). It is reported that the mi was unrelated to the target vessel. The investigator indicated that reported mi was possibly related to the study stent. Patient had recurrent angina at 3 month follow-up. On review of this event it was noted that the device was implanted beyond its expiration date.

Event description:
Previously reported mi is related to the target vessel and is probably related to the study device.

Event description:
It was reported that a side branch occlusion of the first septal occurred on the same day as index procedure. A balloon catheter was used to treat the patient.

Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction. Failure of the user to verify the product expiry prior to use of product. Device not received for evaluation. Evaluation, conclusion: failure of the user to verify the product expiry prior to use of product.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: known inherent risk of procedure (occlusion). (B)(4).